Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the intraocular lens (iol) appears to be dislocated nasally and the patient reported blurry vision. The patient had a capsulotomy. The reporter indicated that the patient had a small eye or it "might be caused by too short haptic."

Manufacturer narrative:
Additional information has been provided in h.3, h.6 and h.10. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Associated product information was not provided. It is unknown if qualified product combinations were used. The root cause for the reported event cannot be determined. Information was provided in the file that the issue occurred almost a year after implant. Information from the surgical site indicated that the issue may be caused by patients physical eye issue (small eye), or too short of haptic. Neither can be confirmed. The lens was not available to conduct an evaluation. Additional follow up attempts were made. No further information has been provided to date. The manufacturer internal reference number is: (B)(4).